Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced harm reported. With no reported allegation of a device malfunction, damage (physical or cosmetic). The customer reported, blood glucose value of 550 mg/dl. The customer reported, hyperglycemia, elevated ketones/diabetic ketoacidosis treated with hospitalization: overnight stay, hospitalization: overnight stay. Customer reported, the following led up to the event: hospital throwing up at home dka, document treatment for high bg: IV emergency IV on knee cap other than insulin, indicate medications taken to treat diabetes: no document type of diabetes: 1. The event involved product(s) unomedical, mmt-7020la, mmt-332a, mmt-1880. Troubleshooting was performed. Customer was not using the auto mode/smartguard feature at the time of the event. Customer reported, high bgs. Customer has been using the insulin pump system within 48hrs of reported high bg event. Customer declined to continue with troubleshooting. Customer reported, physical damage (crack or scratch) on the pump not related to the retainer ring. No further patient complications were reported. No product return is required for unomedical, no product return is required for mmt-7020la, no product return is required for mmt-332a, no product return is required for mmt-1880. The customer will continue using the device.